Event description:
Customer reported differences between sensor glucose and blood glucose readings. Customer's blood glucose was 136 mg/dl. Troubleshooting found percent difference between both readings was 43.4%. Customer was advised on why there may be differences between the readings. Customer's transmitter was replaced. No additional information is provided

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.